Event description:
Additional information received reported the patient had an MRI at 11:00 on the morning of the refill on (B)(6) 2012. The patient was symptomatic on (B)(6) 2012. As of the date of this report, the pump had been reprogrammed and the patient had since had another refill and everything went fine.

Event description:
The pump alarm was heard and also confirmed by telemetry. The critical alarm was due to stopped pump may exceed tube set message. The programmer indicated that the pump has been shut off for 367 hours. The patient experienced withdrawal symptoms. The last pump refill occurred on (B)(6) 2012. Per the event logs from (B)(6) 2012, telemetry had been interrupted, and the last 2 commands were not received (infusion bolus command received, and pump restarted due to restart command). At the time of the report, the hcp updated the pump. The hcp wanted to keep the same dose programming as prior to the stopped pump event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer: model: 8840, serial# unk; catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The system was being used to deliver lioresal.